Event description:
Further follow-up revealed that the vns system (generator and lead was explanted. It was reported that the patient had it removed because she felt the lead pulling. The physician reported that the patient had a good efficacy with the device; however, she could not tolerate the discomfort she was experiencing. The physician also reported that he has not seen the patient since the device explant. The patient reported that she was worried about what the device has done to her physically and mentally. The cause of the reported protrusionis unknown. Potential causes of protrusion include, surgical technique, material rejection, patient's anatomy (thin patient) infection, and wound dehiscense. The cause of the termors is unknown. Potential causes of termor include: vns parameters are not tolerable, or medications.

Event description:
Reporter indicated that vns patient underwent revision surgery to remove one of the lead tie-downs that was protruding. It was reporteed that an area of edema had developed at the neck incision near the protruding tie-down, but that there were no signs of infection. Review of manufacturing records for the bipolar lead (including the tie-down) confirmed sterilization of the device.

Event description:
Further follow-up revealed that the patient experienced immediate relief after having the vns system explanted. It was also reported that the incisions are healing nicely. The cause of the tremors may have been related to the vns stimulation. Another possible cause of tremors is medications.

Event description:
Further follow-up revealed that the pt began to experience constant body tremors. The pt indicated that the tremors are usually felt internally with no outward expression, but that sometimes her arms or legs will shake. The pt is in the process of finding a new neurologist.